Event description:
It was reported that the device's dilator detached. An accustick was selected for use. As the device was being withdrawn from the patient the dilator detached. The physician was able to remove the device without any patient complications.